Event description:
It was reported that an ilet user experienced elevated blood glucose readings of 342 on device and 351 by fingerstick after a dosing stop of approximately five hours when the user ran out of insulin and did not use alternative therapy until a recent supply change; no insulin leaks or tubing issues were identified, and the device component was not applicable to the event. Symptoms included hyperglycemia. Outcomes included a delay to treatment or therapy. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem found, a usage problem was identified, and the issue aligned with an improper or incorrect procedure or method rather than a component failure. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.